Manufacturer narrative:
Results: the cat6 was kinked approximately 22.5, 25.0, 32.0, 113.5, 117.0, and 123.5cm from the hub. The cat6 was ovalized from 131.0-134.5cm from the hub. Bends were present along the length of the device. The peel-away sheath was present on the device and undamaged. The cat6 was damaged, and therefore, functional analysis was not performed. Conclusions: evaluation of the returned cat6 revealed an ovalized, kinked, and bent device. If the peel-away sheath, supplied by penumbra, is not used while advancing the cat6 into a parent device, damage such as this may occur. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends and some kinks are likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to load a cat6 into a 6f non-penumbra sheath with a cross cut valve, the tip of the cat6 became crushed and flattened; therefore, it was removed. Next, the physician opened a new cat6, advanced it through the same sheath with two wires and removed some thrombus. The procedure was completed using a covered stent device to treat the underlying stenosis. There was no report of an adverse effect to the patient.